Manufacturer narrative:
Additional model information: the following device was used in conjunction with the bsm, but did not experience a failure: cns - model: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their wireless bedside monitors (bsm's) are not communicating with the central nurse's station (cns) after their staff made some changes to the hospital wireless network. No harm or injury was reported. The issue was resolved when they realized that their new setup was incorrect. No device malfunction occurred.